Manufacturer narrative:
The reported event was addressed with phone support. The customer replaced the catheter. The catheter would be sent back through a return material authorization (RMA). No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the catheter bent completely on itself after prolapsing into an unintended airway. Once the physician identified the issue and removed the catheter, it was found to be folded. The catheter was replaced. The diagnostic procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical followed up with the initial reporter and obtained the following additional information. The catheter did not move on its own; it was manipulated by the physician using the scroll wheel. The catheter prolapsed into a non-targeted airway, causing it to bend. The physician, unaware of the prolapse, continued advancing the catheter as it appeared stationary in the live view. The passive mode was manually engaged by the physician after realizing the issue.